Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation one it has been completed.

Event description:
Litigation papers allege the pt began suffering from discomfort and pain in her hip. It became increasingly painful for her to walk, to move her leg, and to rise from a seated position. The pt's doctor began to investigate the cause of her hip pain, and she was eventually referred to another surgeon who concluded that the pt's hip implant had failed and needed to be replaced.